Event description:
There was no device failure, malfunction, or complaint reported. The patient was undergoing a mitral valve repair procedure. During the mitral valve repair, a right femoral cut down was performed and the endovenous drainage cannula was placed without difficulty. A right femoral arteriotomy was performed and the endoarterial return cannula guide wire advanced into the descending aorta using "tee" guidance. The surgeons met resistance when attempting to introduce the "earc." After removing the guide wire and the introducer, there was inadequate blood flow into the "earc." A femoral artery tear was diagnosed. A repair and patch was performed. A left groin cut down was performed. However, the left femoral artery had severe peripheral vascular disease, so the case was converted to an open sternotomy mitral valve repair and completed successfully.